Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5.

Event description:
Additional information was received, the patient expired 12 hours after the post dilation of the valve due to pea. The patient was very sick before the procedure. There were no allegations edwards lifesciences caused the death.

Manufacturer narrative:
The device was used in off label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral position procedures the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use IFU valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement thv . According to the literature review valve migration results when forces acting on the transcatheter heart valve thv overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and non uniformly distributed calcification of the leaflets incorrect bioprosthetic valve sizing and incomplete frame expansion can contribute to valve migration. Additionally residual overhanging leaflets can exert downwards force during diastole causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre procedure assessment of the native valve and root taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv . Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The correct sizing alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. The device was used in off label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral position procedures the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use IFU valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement thv . According to the literature review valve migration results when forces acting on the transcatheter heart valve thv overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and non uniformly distributed calcification of the leaflets incorrect bioprosthetic valve sizing and incomplete frame expansion can contribute to valve migration. Additionally residual overhanging leaflets can exert downwards force during diastole causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre procedure assessment of the native valve and root taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv . Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The correct sizing alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use IFU paravalvular leak pvl is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement thv procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl including device malposition inaccurate measurement of the landing zone uneven distribution of calcium on the landing zone bulky or severe calcification an elliptical annulus shape and valve under sizing. Edwards extensively trains physicians before they are qualified to use the sapien thv all models . The thv training manuals instructs the operator on proper imaging screening requirements including the use of good quality echocardiography and or computed tomography CT to appropriately measure the landing zone assess the content and distribution of calcium and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications important considerations when assessing the valve and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve including patients screening and procedural considerations. Device preparation approach deployment imaging procedure specific training manuals and proctored procedures are also included. In this case there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors native mitral position caused the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings contraindications and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly and any excursions above the control limits are assessed and documented as part of this monthly review. As such neither a product risk assessment nor corrective or preventative actions are required at this time

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 ultra resilia valve in the native mitral position (mac). A few hours after the procedure, the patient was reported as unstable with hypotension. A tee showed moderate to severe pvl, the valve had moved more ventricular and the valve did appear stable. The patient was emergently brought back to the cath lab. A 16fr esheath plus and 29mm commander delivery system were used with additional 8cc's of contrast to post dilate the valve. It expanded and a post tee showed only mild pvl. Patient was stabilized and monitored throughout the evening.